Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms. The customer reported that they were having issues with the infusion sets. The customer's blood glucose was 398 mg/dl at the time of incident. The customer's blood glucose was 281 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that they tried different infusion sets or cannula lengths. The customer stated that the insulin was not expired or denatured. The customer stated that the sites were rotated. The customer stated that the tubing was not bent or kinked. The customer stated that they tried all remedies. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. The insulin pump functioned properly. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads.